Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter ¿ unknown. 510k number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. There has been no reported revision procedure to date.